Event description:
Customer called to report a fluid leak at the sampling area of the unicel dxh 800 coulter cellular analysis system. The customer technical specialist (cts) generated a service request. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
Shortly after the service request was generated, customer reported that the leak issue was resolved. Customer found that the tubing at port 421 had popped off. Customer replaced the tubing, then ran controls and samples without any leaks. Customer verified proper instrument performance and has not called back to report any further issues. The root cause of the leak is attributed to the tubing at port 421 having popped off. (B)(4).